Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-06242, 3006705815-2023-06241 it was reported that the patient's leads had migrated and their ipg was inoperable. The patient reportedly experienced several falls. X-ray imaging was undertaken and showed that the leads had coiled around the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient's leads had migrated and their ipg was inoperable was reported to abbott. The patient reportedly experienced several falls. X-ray imaging was undertaken and showed that the leads had coiled around the ipg. As a result, the patient's scs system was explanted, replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.